Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a protonix 1000ml infusion infused faster than expected. Once the device was inspected by biomed, it was found that the device had a broken bezel post and was shipped to bd for repair. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The report of a broken bezel post was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal not intact. Review of the pump module event log shows that the last infusion programmed on the module was initiated at 8:10 am on (B)(6) 2018 to infuse at 250ml/hr with a vtbi of 500ml and continued until 10:22 am when the device was channeled off. Internal inspection showed the bezel had no broken bosses. Functional testing was performed and the device was infusing within specification. The root cause of the overinfusion was not identified.